Event description:
It was reported that pump battery charge dropped 40% in a short period of time. There was no adverse impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.